Manufacturer narrative:
Follow-up #1: date of submission 11/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/22/2016 with the following findings: during investigation, there were frequent low battery warnings and replace battery alarms observed in the alarm history. The pump's electrical current draws were tested and were within specification. Unrelated to the original complaint, there was moisture observed in the display. The pump case was found to be cracked. The pump leaked at crack in the pump case. The pump was opened and there was moisture damage found on the printed circuit board. Additionally, the pump powered on to a dim and discolored display. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.